Event description:
It was reported that; tap broke in half while being used to tap screw hole. A second tap was used to complete the procedure.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: because the device was not received back for evaluation, testing and inspection cannot be performed to aid in root cause analysis. However, it was confirmed that the device is over 4 years and it is likely that the reported issue is a case of normal wear. Conclusion: the most likely cause of the reported event is normal wear of the device after prolonged use.

Event description:
It was reported that; tap broke in half while being used to tap screw hole. A second tap was used to complete the procedure